Manufacturer narrative:
Physio-control further evaluated the device in the failure analysis center and determined that root cause for the reported problem was delamination of connector contacts from the flex backing on the switch flex and 2 of the contacts not making connection.

Event description:
Customer "mistakenly" returned device they thought was being recalled. Upon arrival at physio-control redmond, it was found that the device intermittently would not display correct warning icon status. There was no pt associated with the report.